Event description:
The customer reported to olympus that while using the visera elite video system center, there were b30 and e315 errors that occurred, and the image would be lost when the video cable was touched or wiggled. The issue occurred during preparation for use and there was no patient involvement associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that b30 and e315 errors occurred, and the image would be lost when the video cable was touched or wiggled. The customer was attempting to duplicate the issue by using the evis exera ii gastrointestinal videoscope, but the video connector did not fit, and tac advised that scope was not compatible with the instruction manual. Tac instructed the customer to reference the instruction manual for this device, and to call back with two compatible scopes. The device was returned and evaluated, and the customer¿s allegation of b30 and e315 errors was not confirmed. The customer¿s allegation of image loss when the video cable was touched was confirmed due to a worn-out video connector latch. Additional findings included minor scratches on the top cover and the device¿s software version 3.01 was recommended for update to version 3.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because error code b30 and e315 were not duplicated during device evaluation, the root cause of the phenomena could not be identified. It is likely that the image disappears when the connection becomes unstable and the video cable is touched or shaken occurred due to wear of the latch of the video connector. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.